Event description:
A hosp in another country, has reported that the electrical pins on the electrical adapter are bent.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in USA but it is similar to a product which is sold in the USA. Results & conclusions: please see attached report "bent heater wire pins" for details of failure investigations. Unfortunately this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013.